Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Attempts were made to obtain date of explant.

Event description:
It was reported patient had an infection at the lead site. Surgical intervention was undertaken at an unknown time wherein the entire system was explanted. Patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.